Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows an l3-l4 sable implant that appears to be sitting posterior, partially outside the vertebral body, with the tip of the inferior and superior implant endplates appearing to be sitting a little past the halfway point of the l3 and l4 interbodies. The sable implant does not appear to be collapsed, however the initial expansion state is unknown without immediate post-operative imaging. Imaging also shows that the l3-l2 sable implant appears to be sitting posterior as well but not to the same extent as the l3-l4 implant. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done due to spacer migration post-operatively. The device remains in the patient.